Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. On (B)(6) 2017, the contact reported that the customer's blood glucose level had been good while using insulin injections.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (419 mg/dl) with large level of ketones and the cause was not known. A correction bolus and insulin injections were used to address the bg level. The customer has reverted to using insulin injections for insulin therapy. The contact had discussed the high bg levels with a healthcare provider.